Event description:
It was reported that a vascular stent was only partially deployed in the right iliac artery when the deployment wheel would no longer respond. The operator pulled on the stent from the handle and the stent elongated, coming out of the body approximately 15 mm. The pt was sent for surgical removal of the stent and was reported to be doing well after the surgery.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The sample has been returned for evaluation. The investigation is currently underway.